Event description:
Boston scientific received information that this right ventricular (rv) lead with another manufacturer's device exhibited increased threshold measurements and a high out-of-range (oor) pacing lead impedance measurement of 2,065 ohms. No noise was noted. A gradual increase in pli measurements was noted over the past years. The patient was pacemaker dependent. Boston scientific technical services (ts) stated that if impedance is stable and if there is no noise then patient could continue to be monitored. Ts stated that it was up to physician's discretion to perform anything more like lead revision. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.